Manufacturer narrative:
Through a legal claim, it was reported that right hip bhr revision surgery was performed, with pain and a loose femoral component reported. At the time of revision, the bhr head was revised and the bhr cup remained implanted and was then used with smith & nephew hemi head, modular sleeve, with a synergy femoral stem. As of today, device return and additional information has been requested for this revision but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The supplied medical documents were reviewed. According to the provided first revision report, the patient had increasing pain. A bone scan and CT scan showed a loose femoral component. No information was provided to assess the nature of the reported loosening in more detail. It was noted that a smith & nephew hemi-arthroplasty femoral head, modular sleeve and synergy stem were implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of bhr devices which states under its warnings & precautions, "...if the bhr resurfacing head must be revised to a total hip arthroplasty, the acetabular shell should also be revised, even if well fixed." Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Patient had a right hip resurfacing conversion to a tha 1 year post implantation. A CT and bone scan were consistent with loosening of the femoral component. The bone scan also indicated avn and collapse. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported loosening and avn cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to pain and a loose femoral component. Acetabular cup remain implanted. Subsequent revision of total hip components on the same hip side reported via MDR 3005975929-2017-00352.